Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the sheath was inserted and the dilator removed, when aspirating air from the sheath, air was continuously introduced. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.